Event description:
Boston scientific crm received information that this right ventricular lead was explanted and replaced, three months after the implant procedure, due to high threshold measurements.